Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2019-02687. It was reported the patient experienced ineffective stimulation, as he was unable to increase amplitude on his lead. Diagnostics revealed high impedances. As a result, the patient may be awaiting surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2019-02687. Follow up information identified the patient underwent surgical intervention where in the ipg and lead were explanted. A new ipg and two leads were implanted.

Event description:
Device 2 of 2; reference MFR report#1627487-2019-02687.